Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with cracked and bleeding lcd glass. Unable to perform the displacement test due to cracked and bleeding lcd glass.

Event description:
Information received by medtronic indicated that screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.